Manufacturer narrative:
Section references the main component of the device system; the other relevant components include: product ID 8781, lot# serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016. Product type catheter.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient's implantable infusion pump for intractable spasticity. It was reported on (B)(6) 2016 that since the implant the patient had not had good therapy results despite dosing changes. The caller stated a couple weeks ago the healthcare provider attempted to aspirate from the catheter aspiration port, and was unable to aspirate. The caller stated the patient was scheduled for a revision, and the catheter was subsequently replaced. The patient was being medicated with lioresal at a concentration of 500mcg/ml, and a dose of 288.79mcg/day. The patient's status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.